Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 544 mg/dl, at the time of incidence. Customer was treated with manual injection for high blood glucose level. Customer reported that the reservoir was not locking the tube and was leaking at tube. The location of leak was at snap cap. Customer reported that the auto mode was active at the time of incidence. The insulin pump will not be returned for analysis.